Event description:
It was reported that a lead broke during explant, resulting in the end of the lead with all electrodes being still implanted in the patient. The reporter stated that they were unable to be retrieved and the fragment remained in the patient. It was noted that there were no patient symptoms and the patient suffered no injury or adverse event. Two weeks later, it was reported that the lead was explanted because the patient did not feel the device was working and for "psychological reasons" the patient wanted the device system removed. It was noted that a device was not re-implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, serial# unknown, explanted: (B)(6) 2013. Product type: lead. (B)(4).